Event description:
It was reported that during a gastric bypass procedure, the clips came out crooked and some of them were not closed completely. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that only two scissoring clips class I were received inside a sample bag; no device was received. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the devices were discarded and there is no one to ship for evaluation. However there some clips not well formed that were saved so these will be shipped for evaluation asap. Please clarify: "the clips came out crooked" the two ends of the clip are not in front of each other was the clips formed "crooked" or scissored?-scissored. Did the clip feed "crooked" or sideways?- crooked. Which firing of the device did this event occur on? All. What vessel or structure was the device fired on at the time of the event? The device fired on the intestinal edge bleeding after cutting with endocutter. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Yes. Was any unexpected resistance felt while firing the trigger?-no. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident?--no. Was the device fired after this incident in or out of the patient?--no. What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? Yes.